Manufacturer narrative:
Customer reported that their AED showed no asi but also indicated no warning codes. Troubleshooting of the AED with the customer identified no change in the asi light. The customer changed the 9-volt battery and asi light is now flashing green. The cause of the blank asi was related to a lack of maintenance of the AED. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
Customer reported that their AED showed no asi but also indicated no warning codes. They did not report that this event occurred during patient use.